Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak - leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ extension set tubing cracked and leaked while hanging new fluids during use. The following information was provided by the initial reporter: "we had an issue today where a bd maxguard extension set cracked in use... When hanging new fluids on an admission the 0.3 ml tubing cracked where the nad met the tubing. New tubing was obtained sems 965896."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ extension set tubing cracked and leaked while hanging new fluids during use. The following information was provided by the initial reporter: "we had an issue today where a bd maxguard extension set cracked in use... When hanging new fluids on an admission the 0.3 ml tubing cracked where the nad met the tubing. New tubing was obtained sems 965896".